Event description:
The following was reported to hamilton medical ag: visited and found that loss of external power was coming. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).